Event description:
During cardiac cath procedure, pull pin snapped during insertion into femoral sheath. Broken piece was retrieved and catheter was removed without any harm to patient. Replaced with a new catheter.